Event description:
Healthcare professional reported via regulatory agency reported implant rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information regarding device serial number, implant physician name, date and explant physician name has been requested from the reporter. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.